Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries" sustained by the patient; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol sepramesh ip (device #1). An additional emdr was submitted to represent the bard/davol ventralight st (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip, an unspecified bard/davol ventralight st on (B)(6) 2011 and an unspecified bard/davol phasix on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against sepramesh composite ip and ventralight st. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries" and emotional distress sustained by the patient. Attorney alleges that the product was defective.